Event description:
It was reported that the zimmer skin graft mesher did not mesh the skin graft completely. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 6 years old and was last returned to the manufacturer for repair on 08/11/2006. The inspection found the comb had bent teeth and the 1.5:1 cutter would not cut correctly. The device was within calibration. The cause is most likely due to the user not maintaining the device per preventative maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.